Event description:
It was alleged that the cot had dropped 12-18 inches while unloading a patient. Only the emt had received an injury (strain) from the event that did not require medical intervention. Upon evaluation of the device, the field technician was unable to duplicate the alleged event and found no defects with the device. The user may have mistakenly grabbed the manual release with weight on the cot, causing the cot to lower. The issue was resolved for the customer by instructing the customer on how to properly operate the device.